Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed visual inspection and found sensor cannula retracted inside sensor base and found broken cannula broken part is missing. See picture attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Missing 1 insertion needle.

Event description:
Customer reported via phone call sensor anomaly. Customer¿s blood glucose level was unknown. Customer advised the sensor was missing an electrode. Customer was advised to return the sensor and that a replacement sensor would be sent out. Sensor will be return for analysis.

Manufacturer narrative:
The information was not included in the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Inspected one opened and used partial sensor and performed visual inspection and found sensor cannula retracted inside sensor base and found broken cannula broken part is missing. See picture attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Missing one insertion needle.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed visual inspection and found sensor cannula retracted inside sensor base and found broken cannula broken part is missing. See picture attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Missing 1 insertion needle.